Event description:
The pt reportedly experienced sound quality issues and loss of sound. Programming adjustments were made and the external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.